Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was break. Customer's blood glucose level was unknown. Customer was not sure that sensor cannula was still under the skin or not. The sensor will not be returned for analysis.